Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed the patient's right ventricular (rv) lead exhibited non-sustained oversensing and noise reversion due to noise. Programming changes were discussed, no intervention was reported. The patient was in stable condition.